Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Left me in question if any part of the product was left behind- vagina [foreign body in reproductive tract] , tampon tearing [device breakage], the tampon tearing while attempting to remove. This has left me in question if any part of the product was left behind [complication of device removal] . Case narrative: consumer reported via e-mail that the tampon tore during removal. No serious injury reported.